Manufacturer narrative:
Pdepuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part#: 310.250, lot#: 73p6981, release to warehouse date: 11 feb 2020, manufacturing site: bettlach, no ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the drill bit ø2.5 l110/85 2flute f/qc (part# 310.250, lot# 73p6981) was returned and received at us customer quality (cq). Upon visual inspection of the complaint device showed the edges of the drill bit was dull/deformed. No other issues were identified with the returned device. Functional test: a functional assessment was not able to perform on the complaint device. However, the edges of the drill bit looked dull. Can the complaint be replicated with the returned device(s)? Unable to perform. Dimensional inspection: a dimensional inspection for the received device was not performed due to post-manufacturing damage. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed drill bit for quick coupling: (current/manufactured) no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint was confirmed for the complaint device. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Photo investigation: the device was not returned. A photo-investigation was performed on the image. Upon inspecting the image provided, the drill bit being dull could not be confirmed as the picture provided is not clear to identify the defect.. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition could not be confirmed during photo/video investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot: part#: 310.250; lot#: 73p6981; release to warehouse date: feb 11, 2020; manufacturing site: (B)(4). No ncr's generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a surgical of osteosynthesis de humerus procedure. During the surgery, the drill bit became dull. The surgery was completed successfully. The patient outcome was fine. This complaint involves (1) device. This report is for (1) drill bit ø2.5 l110/85 2flute. This report is 1 of 1 for (B)(4).